Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. Refer to abbvie reference number (B)(4) for j tube report. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On the same day, patient was started on ampicillin IV 3g tree times/day as periprocedural peritonitis prophylaxis. Patient developed confusion and restlessness following the procedure. Patient developed pneumoperitoneum during the new installation of tubing and underwent surgery on (B)(6) 2016. Patient had suture of leaking gastric stoma and fixation of anterior gastric wall to parietal peritoneum. Surgery report states that patient suffered from bowel perforation and ileus. Patient also developed peritonitis from leaking from gastric stoma, aspiration pneumonia, stomach perforation and acute renal failure. Patient was treated in ICU with intubation, controlled ventilation and hemodialysis. General state of health is reported to be very bad and duodopa therapy was paused.